Manufacturer narrative:
Investigation summary - bd had not received samples or photos of the defects for investigation. Therefore, 50 retention samples from bd inventory were evaluated by visual examination and no detached tubes were found. Also, the adhesive strength test of each tube was measured, using the retained samples of 8 sets of the lot concerned, and all samples met specifications as no adhesive abnormalities, no detached and no loose connection of luer adapters were found. Additionally, the taper dimension of the retained samples of 8 sets were measured by connecting the luer adapters and luer connectors to the taper gauges and no abnormalities such as looseness were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of separate before use based on retains testing. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using twelve (12) bd vacutainer® safety-lok¿ blood collection sets that the device adapter is detached from the tubing. No patient or user impact reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. E1: initial reporter phone #: (B)(6). The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported prior to using twelve (12) bd vacutainer® safety-lok¿ blood collection sets that the device adapter is detached from the tubing. No patient or user impact reported.